Event description:
Pt was set up for a diagnostic coronary angiography for medical clearance to undergo a cholecystectomy. Initial "puff" of dye demonstrated the catheter to be in the vessel. The provider noted air in the coronary system. Attempts to remove the air were unsuccessful, pt went into a pea arrest, resuscitative measures were unsuccessful and the pt expired.